Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft. The case started as normal. Cutdown was on the right side, and a 7fr sheath on the left. Pre-dilation of a narrow spot in aorta just below the renal was performed. The supra renal was snared and then the afx sheath was snared on the second try. After externalizing the contra wire, the sheath was unsheathed as the device was above the bifurcation. The afx2 bifurcated stent graft settled onto the bifurcation and the main body of the afx2 was deployed. When an attempt to take the yellow sleeve off the contra wire it became stuck. Multiple attempts/troubleshooting tricks to unstick the contra-lateral wire sleeve/wire were made; however, unsuccessful. The physician elected to abandon the implant and covert the case to an open aortobifemoral bypass surgery. The afx2 bifurcated stent graft was explanted, and a y-graft was placed, the patient was stable and transported to the intensive care unit.

Manufacturer narrative:
The explanted afx2 bifurcated sent graft involved in this event is expected to be returned for evaluation; however, they have not yet been received. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft. The case started as normal. Cutdown was on the right side, and a 7fr sheath on the left. Pre-dilation of a narrow spot in aorta just below the renal was performed. The supra renal was snared and then the afx sheath was snared on the second try. After externalizing the contra wire, the sheath was unsheathed as the device was above the bifurcation. The afx2 bifurcated stent graft settled onto the bifurcation and the main body of the afx2 was deployed. When an attempt to take the yellow sleeve off the contra wire it became stuck. Multiple attempts/troubleshooting tricks to unstick the contra-lateral wire sleeve/wire were made; however, unsuccessful. The physician elected to abandon the implant and covert the case to an open aortobifemoral bypass surgery. The afx2 bifurcated stent graft was explanted, and a y-graft was placed, the patient was stable and transported to the intensive care unit. Corrections and updates: the patient was being treated for aorto-iliac occlusive disease and not an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the absents of an abdominal aortic aneurysm (aaa). While implanting the afx2 bifurcated stent graft, when an attempting to deploy the contralateral limb the yellow contra wire sleeve became stuck and the contralateral limb was unable to be deployed. Multiple attempts/troubleshooting tricks to unstick the contra-lateral wire sleeve/wire were made; however, unsuccessful. The physician elected to abandon the implant and covert the case to an open aorto-bifemoral bypass surgery. The afx2 bifurcated stent graft was explanted, and a y-graft (non- endologix)was placed. The open repair was reported have taken an additional 2 to 2.5 hours. The patient was discharged home in good condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one afx2 bifurcated stent graft with the contralateral limb undeployed. The yellow contra wire sleeve was still covering the contralateral limb. The device was shipped in a box and double bagged. Blood and tissue residue were present upon receipt. The device was decontaminated. A visual and limited functional analysis were performed. The contralateral limb of the afx2 bifurcated stent graft was undeployed with the yellow contra wire sleeve still covering it. The yellow contra wire sleeve and wire had been cut. Only approximately 8 inches of the contra wire sleeve and wire were returned. The wire was still within the sleeve. The rest of the graft appeared to have been deployed but not fully expanded. The yellow contra wire sleeve was pulled, and the contralateral limb was able to be deployed. Endologix was unable to duplicate the reported event of unable to deploy the contralateral limb. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm the reported; unable to deploy contralateral limb of graft, prolonged procedure with surgical conversion and explant of the stent graft. This is consistent with the reported adverse event/incident. The most likely causation for these events was user related due to the following off- label contributing factors; there was no abdominal aortic aneurysm (aaa) present and the patient had severe aorto-iliac occlusive disease with thickened calcifications. The procedure related harms identified were abnormal blood loss, retroperitoneal hemorrhage from a suspected iliac perforation and surgical conversion. Per the discharge summary dated (B)(6) 2022, attempts to deploy the graft and retrieve the guidewire resulted in a retroperitoneal hemorrhage. This was most likely due to a perforation with the guidewire. The final patient status was discharged home on postoperative day five in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated . G3: date of received by manufacturer has been updated. H3: reason device not evaluated has been updated . H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion code: remove code 11.